Event description:
I had my implants put in (B)(6) 2013 and ever since have started to experience so many unexplained issues with my health, deflation of the implants, pain in my breasts, financial burden because of all the doctors appointments, hospital visits, etc. I have so many doctors visits, ER visits, etc. FDA safety report ID# (B)(4).